Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 10 months (B)(4). The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to a massive stroke. It was reported by the vad coordinator that presumably thrombus was involved. The patient had fluctuating pump power values and lactate dehydrogenase levels for more than 6 months, and intermittently had large amounts of blood in the urine. It was reportedly unknown if there were any clinical or patient factors that would have contributed to the thrombus. The patient was treated with a continuous heparin infusion along with aspirin and warfarin. The patient was not doing well from a medical standpoint due to bad chronic obstructive pulmonary disease (copd) and weight gain, which kept the patient very debilitated with a poor quality of life. The patient was not a candidate for a pump exchange nor wanted further medical treatment. The device was reportedly functioning as expected. No further information was provided.